Event description:
Information received by medtronic indicated that the customer reported transmitter not connecting to insulin pump. Troubleshooting was performed and indicated cannot find sensor signal .no harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will  be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.